Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issues and detached gripper lines were confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the reported gripper actuation issue is a cascading event of the reported detached gripper lines. The investigation evaluated the reported issue, and the engineering group identified the likely root cause to be manufacturing variability at the supplier. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. Codes removed: h6 medical device problem code: 1069 break. Codes added: h6 medical device problem code: 1562 material separation.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A nt mitraclip was chosen for implantation. "+" knob was applied to the steerable guide catheter and both the anterior and medial knobs were applied to the clip delivery system. When making the third grasp attempt, it was noted that the grippers were no longer moving. They were in lowered position and would not raise. Troubleshooting was performed. The clip was able to be removed and a replacement device was implanted without issue. Outside the patient the gripper lines were observed to be detached. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.